Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this patient went to the doctor complaining of dizziness and sweating. This lead was explanted due to no capture, noise, and impedance issues. The device was replaced at the same time. Subclavian crush is suspected as the cause. An explant date was not provided. Should additional information become available this file will be updated.